Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 437 mg/dl at the time of incident. Customer reported that hey received power loss alarm. Customer was able to successfully clear the alarm. Customer did not receive request to rewind the insulin pump. Customer had not received multiple power loss alarms when batteries were out of the insulin pump less than ten minutes. Customer stated there was no damage to the connection bridge or pins. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.